Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, catalog #, of the initial medwatch report stated: prt-00797-001. Section d4, catalog #, of the initial medwatch report should have stated: prt-00797-002. Section b7, other relevant history, of the initial medwatch report stated: blank. Section b7, other relevant history, of the initial medwatch report should have stated: atlantooccipital dislocation and c5 cord transection s/p psif occiput to c3, related to a motor vehicle accident in (B)(6) 2019. Spastic tetraplegia; tracheostomy and ventilator dependence.

Event description:
It was reported to ventec that a patient circuit (adult, passive, heated, oxygen, blue) had broken "snapped off." There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the reporter was unable to provide ventec with the patient circuit's lot#, therefore section d4, lot #, is asku. The patient circuit's packaging had also been disposed of. As a result, section d4, primary UDI number, is "unknown". The patient circuit (adult, passive, heated, oxygen, blue) was not returned to ventec for an evaluation. The cause of the reported issue could not be conclusively determined.